Event description:
When delivered to the target lesion, the cypher stent (2.5/18mm) would not dilate. A guiding catheter (heartrail 6f, terumo) was engaged to the coronary artery and a guidewire crossed the target lesion. The lesion was predilated with a 2.0/15mm balloon. During the first attempt to deliver the cypher, the stent delivery system became stuck and it would not cross the lesion. Therefore, poba was conducted again with the same balloon and the cypher was able to cross the lesion, although the physician felt a large amount of friction. The physician inflated the cypher at 12 atm, but the stent would not dilate. The cypher was retrieved from the patient and a different cypher (same size) was delivered to the target lesion and implanted at 18atm without any complications. Coronary angiography was conducted and the physician confirmed the stent was fully dilated. The radial approach was chosen for the procedure. There was a slight calcification observed through the entire left anterior descending artery. The procedure was finished successfully and there was no reported patient injury.

Manufacturer narrative:
The product is available but, has not been received as of the initial report. Additional information will be submitted within 30 days of receipt. This report, represented in d4, is distributed outside the united states. However, it is similar to us distributed drug-eluting stents.